Manufacturer narrative:
Citation/article source: kim, h. J., yang, n. R., jee, t. K., yeon, j.-y., kim, k.-h., kim, j.-s., seo, w.-k., jeon, p. (2025). Comparing the safety and effectiveness of overlapping stents with flow diverters for unruptured vertebral artery dissecting aneurysms. Journal of neurointerventional surgery, 17(7), 725¿730. Https://doi.org/10.1136/jnis-2024-021762 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of online publication of the article as the event dates were not provided in the published literature. G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Kim, h. J., yang, n. R., jee, t. K., yeon, j.-y., kim, k.-h., kim, j.-s., seo, w.-k., jeon, p. (2025). Comparing the safety and effectiveness of overlapping stents with flow diverters for unruptured vertebral artery dissecting aneurysms. Journal of neurointerventional surgery, 17(7), 725¿730. Https://doi.org/10.1136/jnis-2024-021762 literature was reviewed regarding the safety and effectiveness of overlapping stents compared with flow diverters for the treatment of unruptured vertebral artery dissecting aneurysms. Multiple manufacturers¿ devices were implanted in the study population. The me dtronic devices used in the study included the pipeline embolization device (pipeline flex and pipeline flex with shield technology). No deaths occurred in the study population. Among flow diverter¿treated patients, including those treated with pipeline devices, reported adverse events and device-related performance issues included recanalization, stent occlusion, and retreatment. No further I nformation was provided pertaining to medtronic products.